Event description:
A criminal investigation department reported the death of a pt on (B)(6) 2012, and requested assistance reading out and possibly investigation the infusion device. The public prosecutor's office is investigating the case because the cause of death is unclear. It was reported the infusion device will be returned if there is found to be a connection between the cause of death and the infusion device. At this time, no product is available for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.